Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the patient board operational amplifier and related to design of the operational amplifier circuit design; it was confirmed that the product was manufactured prior to implementation of a circuit design change to the operational amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board (patient board set); no image was observed when the unit was tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that the scope detection would not function for "olympus series 180 scopes and lower." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.